Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The insulin pump alarmed low suspend. The customer's blood glucose was 120 mg/dl, and the sensor reading was in the 40 mg/dl range. The customer stated that he did not have time to troubleshoot and declined to answer any outreach survey questions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.